Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image disappeared due to video connector failure. Regarding the [intermittent image] and [video connecter broken not connect] phenomena, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because the output video connector was broken. There was no image when shaking the defective connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during device maintenance, the connector on the video system failed, causing an intermittent image. There were no reports of patient harm associated with this event.